Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced feeling very weak, dehydrated and would have been in dka according to the patient. The patient called an ambulance and when a fingerstick was taken, the cgm was reading 40 mg/dl, and the blood glucose reading was over 700 mg/dl. The patient was brought to the hospital where her sensor was taken off. When a new fingerstick was taken, the blood glucose reading was still around 700 mg/dl. The patient was given intravenous insulin and tylenol, apparently for high blood pressure. The patient was discharged after spending 10 days at the hospital. At the time of the report, which was the day the patient was discharged, the patient still felt weak but could move around. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.